Event description:
It was reported that, during a laparoscopic distal pancreatectomy and appendectomy, the surgeon did not notice during the operation, but due to the small bowel perforation, the patient readmitted to hospital. Additional suture was performed. After the reoperation, the video was checked. There was a possibility that the tissue burnt, but may not be the cause of reoperation. The surgeon clamped the target tissue by the forceps on the left hand and sealed the target tissue by using the enseal on the right hand. The tissue near the forceps discolored. The device was used around the appendix. Gen11 was used. Additional suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: were there any issues with the device during the initial procedure? => the surgeon did not notice at the first procedure. What was the target tissue where the enseal was used? => this operation was distal pancreatectomy and appendectomy. The decices was used ileum side. Does the surgeon believe he or she inadvertently burn the small bowl during the original procedure? => it was checked on the video, and the tissue discolord at the first procedure. How much time was there between the original surgery and readmission/re-operation? => initial operation was conducted in 4th oct and readmission and reoperation in 13th. Where in the small bowl was the perforation? => ileum terminal on appendix side. Was there any evidence of a burn on the small bowl during the re-operation? =>there was a possibility, but not sure by operation video. What is the surgeon¿s experience with the enseal x1 device? => about 6month. Is the video mentioned in the complaint description available for review by engineering and medical? => we upload the operation video in ecm. What is the patient¿s current status? =>stable" this is a analysis for a video submitted to ethicon endo surgery for evaluation. Video: in the video it can be observed a enseal device. During the usage of the device the tissue get sticky at the jaws. There is oozing bleeding at beginning of the video before the first sealing (presumably from dissection). When the surgeon clamped on the tissue for the first sealing, some oozing bleeding stopped but in the far side background, there appears still some blood coming out. But the video stopped too soon. No conclusion could be reached as to how this issue occurred through video analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.